Event description:
The customer reported that during an rf ablation procedure, there was a temperature sensor failure and the temperature could not be monitored. The procedure was stopped. There was no pt injury.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.